Event description:
A malfunction alarm identified as malf 0 occurred, reported as an out-of-box failure after an update. There was no adverse impact to the customer's blood glucose level. Customer technical support provided assistance to reset the pump, but the issue persisted, leading to the decision to replace the pump.